Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose levels. The customer states they have lost their quick serter, and bleeding at site. The customer's blood glucose level was 486mg/dl. The customer declined to troubleshoot. The customer is being sent out a replacement serter.